Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿capsular contracture (baker ii)¿, ¿pain¿ findings of ¿nodule¿ and ¿small amount of fluid around implants without clinical significance¿. The device remains implanted at this time.

Event description:
A patient reported that they experienced ¿capsular contracture (baker ii)¿, ¿pain¿, and MRI findings of ¿nodule¿ and ¿small amount of fluid around implants without clinical significance¿. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
A patient reported that they experienced ¿capsular contracture (baker ii)¿, ¿pain¿ findings of ¿nodule¿ and ¿small amount of fluid around implants without clinical significance¿. The device remains implanted at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.